Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2020 with complete heart block despite having a pacemaker implanted in (B)(6) of 2020. Upon examination, it was discovered that the pacemaker had migrated and both atrial and right ventricular leads were dislodged. The leads were then explanted and replaced. The new leads were connected to the existing pacemaker and the device was positioned and sutured in place without further complications. The patient tolerated the procedure well and remained in stable condition. Related manufacturer reference number: 2017865-2020-19300, 2017865-2020-19302.

Manufacturer narrative:
Additional information: d10, h3, h6 analysis was normal. No anomalies were found.